Event description:
It was reported that during a da vinci si hysterectomy procedure, the patient possibly sustained burns at the port site incisions were a monopolar curved scissors instrument and fenestrated bipolar forceps instrument were installed. In addition, it was reported that the wire on the fenestrated bipolar forceps instrument was frayed. There were no missing or fallen pieces reported. Medwatch report 2955842-2012-01052 was submitted concerning the monopolar curved scissors instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation was unable to confirm the customer's initial report. The cannula was not returned with the instrument. Microscopic inspection showed an exposed conductor wire. The instrument passed electrical continuity testing. The instrument showed no signs of charring or burn mark around the grip assembly. Engineering confirmed the customer's report of frayed wires. Both of the pitch cables were broken at the distal clevis hub and both cable segments that contain the crimp were still installed in the clevis. The clevis does not exhibit any damage or wear marks. On (B)(4) 2012, intuitive surgical contacted (B)(6) and she indicated the it is indeterminable if the damage to the patient's port site incisions were burns or bruises. (B)(6) indicated that the circumference of the port site were dark; however, the port sites did not exhibit any char marks. (B)(6) indicated that a valley lab force triad electrical surgical unit (esu) was used during the surgical procedure and there were no issues noted with the esu during the surgical procedure. (B)(6) indicated that the fenestrated bipolar forceps instrument was inspected prior to use and there was no damage to the instrument noted. (B)(6) indicated that there were no errors generated from the grounding pad used during the surgical procedure that indicated that it was defective. (B)(6) indicated that arcing during the surgical procedure was not observed; however, the fenestrated bipolar forceps instrument made contact with a monopolar forceps instrument that was also used during the surgical procedure, causing abrasions on one of the instruments. (B)(6) indicated that she is not sure which instrument was damaged. (B)(6) indicated that the planned surgical procedure was successfully completed and there were no intra-operative complications experienced by the patient. (B)(6) indicated that the port sites were excised and closed and to the best of her knowledge, the patient has not returned to the hospital due to experiencing any post surgical complications as are result of the reported event. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.